Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event on (B)(6) 2016 while on the pump. The reporter alleged that the patient had a blood glucose of 500 mg/dl with a feeling of general malaise. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump following the alleged blood glucose excursion. When reviewing the pump's basal and bolus history with a customer technical support representative, the reporter stated that there were no discrepancies with the recorded deliveries being more or less than their expected values. The reporter stated that the pump's basal settings were incorrectly programmed into the pump. The pump's basal settings were changed by the patient's healthcare provider in relation to this alleged issue. The patient was referred to their healthcare provider for diabetes management issues. This complaint is being reported because the patient allegedly experienced a hyperglycemic event while on the pump as a result of improper basal settings.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: the last bolus delivery was a 2.0u bolus on (B)(6) 2016 at 13:47. The last basal delivery was on (B)(6) 2016. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was able to perform the prime steps with no issues observed. No delivery interruptions or alarms occurred during testing. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).